Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not reveal any defects. The vacuum of the device was measured and was above the minimum product goal. A functional test was performed and the device functioned properly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml evacuated glass container had very little to no suction. The reporter stated that there was no damage to the cap or bottle. The step of setup or therapy during which this occurred was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.